Event description:
The physician attempted arteriotomy closure with the prostar xl 10 fr. Device after a neurological interventional procedure. Fluoroscopy confirmed arteriotomy placement in the common femoral artery. The marker lumen was flushed prior to insertion. There was no report of difficulty inserting the sheath portion of the device. It was reported there was difficulty advancing the barrel portion of the device. The skin was cut on two sides of the device in order to enlarge the tract. The device was inserted. Good marking could not be obtained. The device was pulled out and the marker lumen was flushed. It was confirmed that the marker lumen was not clogged. The device angle was changed in an attempt to obtain marketing, but it was not able to be obtained. The device was removed and a 9 fr. Sheath was inserted. The physician waited until the activated clotting time was decreased. Manual compression was performed. Hemostasis was achieved. Approximaltey 2.5 hours later the patient complained of leg pain. Angiography was perfomed and a stenosis was confirmed at the femoral artery. The patient was taken to surgery for an unspecified surgery. It was reported that the patient's pain was relieved. Although requested the patient's current condition has not been made available.